Manufacturer narrative:
Lab analysis of the device: no defect was found.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm voluma® xc, ¿the needle popped off¿ and product was lost. It was also reported that the luer lock area looked "unusual." No injuries occurred. The packaged needle was used for the injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events: " precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported during injection with one syringe of juvéderm voluma® xc, ¿the needle popped off¿ and product was lost. It was also reported that the luer lock area looked "unusual." No injuries occurred. The packaged needle was used for the injection.